Event description:
It was reported that this right ventricular (rv) lead was disconnected. Boston scientific technical services (ts) discussed that the best approach is to call the clinic to further investigate. As of this time, this lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.